Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs and ninety- nine samples were provided for evaluation. Upon visual inspection of the returned photographs, one picture confirms a short cannula on one of the addease and the other picture confirms a white substance on the plastic spike of the addease. The ninety- nine returned samples were evaluated per specification. A total of forty- six out of the ninety- nine samples failed evaluation as the cannula was too short. A total of one out of the ninety- nine samples failed for foreign material on the plastic spike. Based on the data from the investigation, the reported defect was confirmed. A total of four retains from the reported lot number were reviewed per specification. It can be identified in all four retains that the spike is too short. An approved project is in place to further address issues with incorrect addease needle length. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, our white addease connectors, n7995 have a short needle again and are unable to attach to 250ml bag properly. Upon reviewing the connectors in the bag lot 0061937209, we also noticed one of the connectors has white powder and seemed to be used.